Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery. After inflating the balloon at 8 atmospheres, the device got stuck with the guidewire, and the shaft was slightly deformed. Both the guidewire and balloon were removed together as a single unit. The procedure was successfully completed with a different device, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg emerge otw, ous 2.50 mm x 15 mm balloon catheter was returned for analysis. A visual and tactile inspection revealed no issues or damages with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the shaft identified the inner wire lumen was perforated within the balloon material. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A wire insertion test was performed but the device could not be loaded or tracked on a 0.0140 inch test guidewire due to the damage on the inner lumen as the guidewire exited through the hole in the inner lumen. No other device issues were identified during returned product analysis. A2: age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery. After inflating the balloon at 8 atmospheres, the device got stuck with the guidewire, and the shaft was slightly deformed. Both the guidewire and balloon were removed together as a single unit. The procedure was successfully completed with a different device, and no patient complications were reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older.